Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction was updated on 11/20/2024.

Event description:
It was reported that the wearable stopped working occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6)2024, the patient was living in an independent living facility when the event occurred. It was noted that the reporter was not with the patient during the event. At the living facility, the patient began to feel sweaty and felt hypoglycemic. There were no supplies present to test the patient¿s blood glucose (bg) meter reading and the cgm had an unspecified error message with no continuous glucose monitor (cgm) values present. The reporter did not know how long the cgm was in an error state prior to this. A staff member called emergency medical service (ems). Once ems arrived, the patient¿s bg meter was 26 mg/dl. The patient was transported to the emergency room (ER) and the patient was treated with IV glucose. The patient was in the ER for a few hours prior to discharge. Upon discharge, the patient¿s brother took the patient back to her living facility. The patient was okay and stable at the time of the report. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.